Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor on (B)(6) 2019. It was reported that the patient stated it wasn¿t working, clarifying that the programmer was not working, and since the programmer wasn¿t working, their therapy was also not working. The patient reported their symptoms returned 1.5 months ago. The patient stated they had changed the aaa batteries in the programmer, but it appeared the battery icon on the screen is only shaded in the bottom and the top is empty. It was reviewed that the battery is shaded from left to right, and the patient stated their battery icon showed shading all the way across, so it was reviewed that their batteries were full. The patient stated that they were not seeing the lightning bolt. It was reviewed that their therapy was off and needed to be on in order for it to be effective. The patient was assisted with turning stimulation back on and they verified that they could feel comfortable stimulation. Troubleshooting resolved the issue. On (B)(6) 2019 additional information was received from the patient in response to an inquiry for more details regarding the event: when asked the circumstances that led to their therapy being off the patient responded their gas had increased very much, loud noises and uncontrollable. The patient may need a new machine. No further complications were reported at this time.